Event description:
The report received from the field indicated that the account ordered a box of 5f exoseal vascular closure devices (vcd). The outer box was labeled 5f but inside were 6f devices. The outer shipping box was labeled 5f ex500 lot 15489970, inside the box were 6f ex600 lot 15459366. None of the devices were opened or clinically used. No patient was involved. There was no reported patient injury. Addendum: a total of ten (10) devices/two (2) lot numbers were returned: lot#15459366 - 5 units and lot#15464298 - 5 units. Preliminary inspection noted that the product packaging was opened/seal compromised.

Manufacturer narrative:
The report received from the field indicated that the account ordered a box of 5f exoseal vascular closure devices (vcd). The outer box was labeled 5f but the account reports there were 6f devices inside. The outer shipping box was labeled 5f ex500 lot 15489970. There were 6f ex600 products with lot 15459366 inside the box. None of the devices were opened or clinically used. There was no reported patient injury. A total of ten (10) devices were returned: 2 units with lot#15459366 and 5 units with lot#15464298. Preliminary inspection noted that the products' packaging was opened and sterile seal was compromised. Two inner boxes were received with 5 units inside every one. The outer shipping box labeled 5f ex500 lot 15489970 was not received with the returned boxes. Box a: the label outer box is identified as 6f outer label with lot# 15459366 and part#ex600, use by expiration 2013-07, the pouches are identified with inner labels of 6f with lot# 15459366 and part# ex600, the use by expiration 2013-07.the box was received closed. The box did not show any damages. The sterile pouches were noted to be opened as follows: unit 1: the pouch side supplier seal was received opened approximately 19.0cm; unit 2: the pouch side supplier seal was received opened approximately 26.0cm; unit 3: the pouch side supplier seal was received opened approximately 26.0cm; unit 4: the pouch side supplier seal was received opened approximately 23.0cm; unit 5: the pouch side supplier seal was received opened approximately 31.0cm. Box b: the label outer box is identified as 6f outer label with lot# 15464298 and part#ex600, use by expiration 2013-07 , the pouched are identified with inner labels of 6f with lot # 15464298 and part# ex600, the use by expiration 2013-07.the box was received closed. The box did not show any damages. The sterile pouches were noted to be opened as follows: unit 1: the pouch side supplier seal was received opened approximately 6.0cm sterility compromised. Unit 2: the pouch side supplier was received opened approximately 37.5cm sterility compromised. Unit 3: the pouch side supplier was received opened approximately 7.0cm sterility compromised. Unit 4: the pouch side supplier was received opened approximately 4.0cm sterility compromised. Unit 5: the pouch side supplier was received opened approximately 5.0cm sterility compromised. The lot numbers 15459366 and 15464298 from inner boxes of 6f and lot number 15489970 from outer box of 5f were sent to account from distribution center at different dates. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure packaging/pouch/box labeling incorrect was not confirmed since the shipping box was not received for its analysis. Additionally, sales history records show that all lots involved were shipped to this account at different dates. The cause of the reported event could not be conclusively determined and no corrective action will be conducted. Although the customer did not report any issue with the product pouches, a risk assessment has been initiated to evaluate the packaging/pouch/box - sterility compromised found as secondary failure during analysis. This is one of ten products returned. Please reference MFR. Report # 9616099-2012-00444; 9616099-2012-00445; 9616099-2012-00446; 9616099-2012-00447; 9616099-2012-00448; 9616099-2012-00449; 9616099-2012-00450; 9616099-2012-00451; 9616099-2012-00452; and # 9616099-2012-00453.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of ten products returned. Please reference MFR. Report # 9616099-2012-00444; 9616099-2012-00445; 9616099-2012-00446; 9616099-2012-00447; 9616099-2012-00448; 9616099-2012-00449; 9616099-2012-00450; 9616099-2012-00451; 9616099-2012-00452; and # 9616099-2012-00453.